Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, during a glaucoma filtration device (gfd) implantation procedure, irrigation did not pass through the express lumen. The tip of the shunt might have been be bent. When placed it normally, the lumen was clogged. The surgery procedure was changed and completed. Additional information has been received and state that, after insertion of the device, the lumen was occluded, the device was immediately removed and the procedure was changed to a trabeculectomy. Postoperative course was good.

Manufacturer narrative:
1. The customer reported that:"irrigation did not pass through the express lumen. The tip of the shunt might be bent and inserted when insert it. When placed it normally, the lumen was clogged", and in the additional information attached, the surgeon reported that: "after insertion of the company device, the lumen was occluded; the company device was immediately removed and the procedure was changed to a trabeculectomy". 2. Complaint history review- complaint lot search reviewed, there are no other complaints for the reported lot. 3. Non-conformance review- deviation lot search report was reviewed, deviations identified are not related to the lot or the reported event. 4. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. 5. The sample was received at the manufacturing site and investigated as follows: -the sample was returned in an open secondary package and a petri dish with gauze pad. -the sample included labels and a pouch, cradle and company device handle. The shunt was inside a petri dish rapped with gauze pad. -the company device was unfirmly placed in the designated location in cradle. -the company device wire was slightly pressed and wire protruded from cannula opening. -the sample was transferred to manufacturing representative for physical inspection for clogging. The shunt lumen was clean and open. - shunt found clean and conforming visual inspection, no bending of the tip of the shunt was observed. A root cause for the customer reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Regarding to the report of the physician that the company device lumen was occluded, sample evaluation shows that the shunt lumen was found clean and open and the shunt visual inspection was conformed. In addition, regarding to the physician reported that "the tip of the shunt might be bent and inserted when insert it" , no evidence has been found for this event, since the tip of the shunt is not bent and it is according to the requirements. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Complaint can not be conformed. The manufacturer internal reference number is: (B)(4).